Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "use of external fixation for perilunate dislocations and fracture dislocations," which aimed to review clinical and radiographic outcomes of perilunate dislocations and fracture dislocations treated with external fixation and k-wire fixation. One patient identified in the article experienced nonunion during their treatment with an external fixation device. There has been no further information provided and the patient outcome is unknown.